Manufacturer narrative:
One (1) used sample list #am6109 was returned for evaluation. As received some marks inside the check valve's thread and manifold were observed, however they did not compromise the set functionality. No damage, cracks or additional anomalies were observed. The set was tested according procedure and no leaks, occlusion or anomalies along the device were observed. Complaint of leaks was not able to confirmed or replicated. A device history review (DHR) was performed and no relevant commodities, discrepancy or anomalies were found that might be related with the condition reported by customer.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The incident involved a 10" smallbore ext set w/6-port nanoclave® manifold, check valve, clamp, rotating luer. It was reported that there was leaking found in the patient's bed. The leak location is unknown. The event occurred in neonatal intensive care unit (nicu). The reporter became aware of the issue when they noticed that patient's sheet was wet. The medication involved is unknown. The product was not reprocessed or re-sterilized prior to use. There was patient involvement, no harm/adverse event, and no delay in therapy.